Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that 3/4 way through the procedure, the surgeon notice the inner sheath's ceramic tip got broken. Another set of instrument was used to finish the procedure. After the procedure, it was noticed that the patient's bladder might be perforated. X-ray was taken and confirmed that the patient had a perforation. Upon evaluation of the patient's condition, the surgeon concluded that the bleeding was minor and open surgery was not necessary. Catheter was used to draw the blood instead. The surgeon suspected that the sharp edges of the broken sheath might have caused the perforation of patient's bladder. The broken pieces were recovered from the patient. The patient was brought back in the next day for further evaluation. Since the patient was injured and additional x-rays were taken, the case is deemed as reportable.

Manufacturer narrative:
Device evaluation: the claimed device was returned to karl storz tuttlingen on august 6,2024 according to the customer's description, an attempt was made to remove a primal stent. "The item broke while being used inside the patient to retrieve a ureteric stent. The patient has been xrayed." Biosurgical forceps are not intended for such a purpose, see excerpt from IFU. By grasping another, firmer material, too much force may have been applied to the joint, which could have caused damage. In addition, the instrument is in a generally poor condition (corrosion on the surface). Based on the given facts we set the root cause for this incident to user error. The user did not follow the IFU. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the item broke while being used inside the patient to retrieve a ureteric stent. The patient has been xrayed. No parts found within patient. Additional description received on september 3.2024: optical biopsy forceps failed during the procedure; a new optical forceps was opened to use. The parts was still attached to the optical biopsy forceps.